Event description:
It was reported that balloon pinhole occurred. A 12.0 x 40, 135cm mustang balloon catheter was selected for used. However, during preparation there was a hole noticed in the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.